Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock was loose during a bolus. The customer's blood glucose level was 134 mg/dl. The customer reconnected the luer lock connection to address the event and reported seeing a small air bubble near the luer lock. Reportedly, insulin delivery was resumed.